Event description:
The customer tested his blood glucose using his contour meter and received a reading of 12mg/dl. He retested using another meter and result was 150mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to troubleshoot the system. Replacement meter and strips were sent. Customer was advised to return the test strips for eval.